Event description:
The device would not work. The cord was changed out to make sure that was not the problem. The device still did not work. It was removed from the sterile field and another packaged device opened (the same brand) and used with out difficulty.